Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: l80788, implanted: (B)(6) 2000, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving dilaudid (30 mg at 7 mg) via an implantable pump. The indication for use was spinal pain. It was reported the catheter was non flowing and attempted to be aspirated under fluoro. It was noted the catheter was replaced at the time of pump replacement.